Event description:
Event: whole blood donations were being processed from the donor area to produce red blood cells and fresh frozen plasma. Problem: using the pall leukotrap rc collection system, rptr had 5 units of 27 collected result in filter failures. Filters were not saturated with red blood cells but instead had large areas of white; the filtration process, normally taking 10 - 20 minutes, went more rapidly than usual - less than five minutes-: and there was air in the segment tubing after the red blood cells had run through the filter. Outcome: filter failure units have been discarded, and other units collected using the same lot number of collection bags -#0501654- have been quarantined. Pall medical has been contacted and has requested failed units be returned to them for further investigation.